Manufacturer narrative:
The technician replaced the four brake casters to repair the stretcher.

Event description:
Information received indicates the casters will rotate to the side after the brake is set and the stretcher is pushed.